Event description:
Pt developed a line infection.

Manufacturer narrative:
The complaint of a line infection was inconclusive because the failure mode could not be tested at the mfg facility. The product returned for eval was a proximal segment of a 4.2fr s/l broviac catheter. The segment included the hub, clamping oversleeve and part of the intermediate tubing. The catheter was patent to infusion and no leaks were detected when the sample was hydraulically pressurized. The luer adaptor had become detached from the crimp collar and was separating from the catheter. The catheter had broken on the barbed stem of the luer adaptor. Residual material was found within the crevices of the clamp and inside the luer adaptor. Infections generally stem from the maintenance, access/placement techniques, or pt physiology. All mfg products must meet a stringent sterility and pyrogenicity testing requirements before they are released to distribution. The MFR maintains a validated sterilization cycle that ensures the product was sterile and non-pyrogenic upon customer receipt, so long as the integrity of the MFR's seal had not been compromised. Catheter related sepsis, exit site infection, and intolerance reactions are all listed in the IFU as possible complications of an indwelling central venous catheter. A chr is not possible, as no mfg lot # info has been provided by the complainant.